Event description:
It was reported that during a prostatectomy procedure, the device had error code 5 on display. A new device was used to complete the case with no adverse pt consequence.

Manufacturer narrative:
Information was not provided.